Event description:
Consumer reports their first reading (39) was tested against her old meter and was very different. Analysis run on clark error grid using competitive reading (230) as ref. Point vs. Bd readings (39) yielded data points in the e range of the grid, outside of acceptable limits.